Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels that read "low," exact value was not provided. Paramedics were called and treated customer with glucose tablets and a glucagon injection. Recommendation was made to consult with healthcare provider regarding diabetes management.